Manufacturer narrative:
Batch review performed on 08-aug-2024: lot 2308605: (B)(4) items manufactured and released on 26-jun-2023. Expiration date: 2028-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised, batch review performed on 08-aug-2024: ball heads: mectacer 01.29.233h head biolox option ø 40 (k131518) lot 2335720: (B)(4) items manufactured and released on 21-sep-2023. Expiration date: 2028-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 month after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.